Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and replaced the display to fix the issue. Full functional and safety tests were performed and the unit passed all testing. The iabp unit was released to the customer and cleared for clinical use.

Event description:
It was reported that an unknown malfunction occurred on a cs300 intra-aortic balloon pump (iabp) rental unit. It was later clarified that while checking the unit out for use, it was discovered that the display was distorted. There was no patient involvement and no adverse event was reported.

Event description:
It was reported that an unknown malfunction occurred on a cs300 intra-aortic balloon pump (iabp) rental unit. It was later clarified that while checking the unit out for use, it was discovered that the display was distorted. There was no patient involvement and no adverse event was reported.